Event description:
Premature twin boy with gerd s/p gastrostomy tube placement and nissan fundoplication. Patient was several months old and was having a diaper change when he began to cry. The rn noted the 12 fr mic-key g-tube popped out and stomach contents poured out of abdominal fistula. The rn placed her finger over the site and reinserted the tube. She noted that the balloon was torn, so she taped the tube in place and notified the surgeon. Surgeon arrived to the bedside and placed a new 14 fr mic-key g-tube.